Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) error code 137 was in log. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). Fse repaired customers lcd display with new video generator board kit performed pm same service visit. Unit repaired and tested returned to clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint. The fat performed a visual inspection and found the parts to be in good condition. No issues or error codes were found during testing. Fat could not replicate the reported failure. Root cause is not confirmed. Due to these boards not being rohs compliant, they cannot be sent to the supplier for failure analysis. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.